Manufacturer narrative:
The pump was unable to prime during prime test and motor error alarm noted during basic occlusion test due to loose and or protruded drive support disk. The motor passed the motor test. There was no compromised force sensor system alarm noted. The pump was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, and missing end cap sticker.

Event description:
The customer reported via phone call of issues with compromised force sensor system alarm. The customer also states the area around the reservoir compartment is flaking off. The customer's blood glucose level at the time of incident was 114mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.